Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. For the event foreign material has adhered to the cable section universal cord: the legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, it was presumed that as the procedure of the reprocessing has not correctly been implemented, stain and others adhered during a procedure failed to be removed, and remained. Inspection results, confirmed that the section of the device (universal cord) with the foreign material remained had no physical damage. For the event glue of objective lens of distal end section peeled off: based on the results of the investigation, it is likely the following led to the malfunction: -stress of repeated use, external factors, or handling. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the flex 3d deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.